Event description:
Reportedly, the ventilator did not have an audio alarm. Malfunction did (not) occur during pt use. The single board computer was replaced, which resolved the customer reported issue.

Manufacturer narrative:
The device was returned for investigation. The reported malfunction of the alarm failing could not be duplicated. The board was installed into a test unit. The unit was powered up and passed post. The unit was started ventilating and the air line was disconnected. The unit began to alarm. They allowed the unit to alarm for several hours. The air line was connected and the alarm stopped. The unit again ran for several hours. The air line was disconnected at the end of the work day and unit was allowed to alarm overnight. The unit was still alarming on the following day. (B)(4).

Manufacturer narrative:
(B)(4).